Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. There were no visual damages and abnormalities noted. No leaks were found. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection. No further patient complications were reported.